Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set bent cannula issue event on (B)(6) 2026 and patient experienced high blood glucose level and treated with correction injection via multiple dose injections.